Manufacturer narrative:
Due to character limitation in e1 for event site name, the full event site name is (B)(6) hospital. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by customer during use that the cardiosave intra-aortic balloon pump (iabp) unit had insufficient positive pressure in the motor. There was patient involvement but no harm reported.

Manufacturer narrative:
Updated fields: b4, b5, b6 , b7, d9, d10, g3, g6, h2,h3, h6(investigation findings, type of investigation, investigation conclusions , health effect ¿ impact codes), h11 , e2 , e3 , e4 , e1 ( initial reporter , event site email , event site telephone ) , g2 , d5 due to character restriction in block e1 e1 event site telephone is (B)(4). The equipment had been in use for 10,822 hours, and the customer stated that the equipment had not experienced any malfunctions during use and has decided not to request repairs for the time being. Maintenance of the equipment is recommended to the customer.

Event description:
It was reported that during routine inspection performed by a getinge filed service engineer (fse) the cardiosave intra aortic balloon pump (iabp) was found to have insufficient positive pressure in the motor. There was no patient involved